Manufacturer narrative:
Date of event and weight are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's two leads had migrated after a minor trauma. Surgical intervention was undertaken on (B)(6) 2025 wherein the existing two leads were explanted and replaced.